Event description:
A pk papyrus covered stent system was selected for treatment of a type I perforation in the main branch of the lcx. To stop the bleeding balloon dilation was performed. Afterwards a pk papyrus 2.5/15 was prepared, but the stent came off the balloon outside patient (reported separately). Thereafter, the complaint pk papyrus was introduced but the lesion could not be crossed, despite additional pre-dilation. According to the cathlab report, the distal vessel was completely occluded at the conclusion of the procedure. There was no perforation detected at the conclusion of the procedure. The patient was hemodynamically stable. No grafts were placed.